Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted. Additional information indicates the correct explant date and the explanting physician. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: event description; d6b: explant date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h10: additional MFR narrative. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted. Additional information indicates the correct explant date and the explanting physician. There were no additional adverse patient effects reported. The crt-d was explanted.